Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, and pupil block. Pilocarpine was given. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Correction: updated information was provided by reporter. The initial MDR is not reportable. Claim# (B)(4).